Event description:
It is reported that the screw fell out of the tibial broach handle.

Manufacturer narrative:
Evaluation codes: as returned, the broach impactor appears to be in relatively good shape considering its approximate 5 years field age. Impaction marks are found along the shaft and sleeve of the instrument. The most likely scenario is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. Device history records indicate all components were manufactured and inspected to specification. The connection design was changed to a weld in 2007. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance.